Event description:
In late 2008, the pt called for assistance with priming her infusion set. She then reported that she experienced low blood glucose of 2.6 mmol/l (47 mg/dl) 20 mins prior to the report and she "took sugar right away." Her target blood glucose range is 4-6 mmol/l (72-108 mg/dl). She attributed low blood glucose to additional exercise. Upon follow up on three days later, the pt stated that her blood glucose was now elevated and she "had been taking insulin." She stated that last night at 11:00pm, her blood glucose measured 11 mmol/l (198 mg/dl) and at 3:00pm, her blood glucose measured 3.2 mmol/l (58 mg/dl). She stated that she believes there was an air bubble in her insulin cartridge yesterday, but she did not check . She stated that she allows insulin to reach room temperature prior to use and she primes all air bubbles from the system. She also stated that elevated blood glucose may have been caused by her insulin. She stated that she does not check expiration dates and she purchases 9 vials of insulin at a time. She was advised to check the expiration dates. She stated she only changes her infusion site once per week and she was advised to change the infusion site every 3 days. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
Method and results: no product will be returned for evaluation.